Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recn0361 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the catheter passage, the physician performed the infusion test and observed a leakage next to the insertion site.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen clearvue groshong catheter was returned for evaluation. An initial visual observation showed the catheter was returned in three segments, and it was observed that a segment of the catheter between the 40 cm and 45 cm depth markers was missing. Blood residue was observed on and within catheter. Each catheter segment was flushed and pressurized and no leaks were observed. A microscopic observation of the catheter revealed a small indentation in the catheter material near the 45 cm depth marker. The catheter was dissected in order to observe its interior and extensive damage was observed on the inner walls of the catheter near the 45 cm depth marker, which is typical of damage caused by manipulation of the stiffening stylet within the catheter without first flushing the catheter and/or rapid or forceful withdrawal of the stylet from the catheter. The product IFU states: ¿preflush catheter with sterile normal saline or heparinized saline to wet stylet¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿ a lot history review (lhr) of recn0361 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the catheter passage, the physician performed the infusion test and observed a leakage next to the insertion site.